Event description:
Monsour, m., pressman, e., thanki, s., guerrero, w. R., mokin, m., vakharia, k. (2025). Transvenous embolization of a brainstem arteriovenous malformation using 2 balloons. Stroke (hoboken, n.j.), 5(5), e001689. Https://doi.org/10.1161/svin.124.001689 medtronic review of the literature article found a case report of a male patient in his 50s who presented at the hospital with complaints of neck stiffness and severe headache. Computed tomography angiogram (cta), magnetic resonance imaging (MRI), and cerebral angiogram revealed spetzler-martin grade 3 arteriovenous malformations (avm) with 1.4cm nidus and arterial feeders fromthe right superior cerebellar artery and basilar artery perforator, which contained a 2.6mm prenidal aneurysm. Additionally, venous drainage was noted via basal vein of rosenthal to straight sinus with reflux in the right transverse sinus and a venous varix near the avm nidus. Endovascular treatment for balloon-assisted liquid embolization was planned for treatment of the avm and it was believed by the medical team that embolization of the avm would additionally result in spontaneous resolution of the prenidal aneurysm. During the procedure preparation using radial access and a non-medtronic guide catheter, a hyperglide balloon was navigated with a non-medtronic guidewire to occlude the origin of the basilar perforator containing the prenidal aneurysm. Venous femoral access when then established and a non-medtronic balloon was navigated to the avm treatment location. The balloons were then inflated simultaneously. Onyx 34 was injected via the non-medtronic balloon catheter at the avm location and injection was stopped after complete nidal penetration. No device malfunction/deficiency, nor any intraoperative patient complications were noted. Multiple arterial runs performed via the hyperglide after balloon deflation confirmed avm obliteration. Post-procedurally, the patient had a transient partial right cranial nerve 6 palsy. MRI showed a postprocedural small left thalamic lacunar infarction. No other related complications or additional intervention was reported in the article. Three-month post-procedure, the patient reported experiencing mild headaches but no residual neurological deficits. 3-month follow-up angiogram and MRI shows no residual avm or prenidal aneurysm.

Manufacturer narrative:
A2. It was reported that the male patient was in his "50s" but specific age and/or date-of-birth was not provided in the article. B3. Reported even date is date article was published. G3. As the hyperglide model was not provided in the article, the PMA/501k reference number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.